Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown nexgen tibial tray, catalog#: unknown lot#: unknown. Unknown nexgen articular surface, catalog#: unknown lot#: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-0088, 0001822565-2018-0089. Product location unknown.

Event description:
It was reported that the patient was revised to address an infection, pain, instability, swelling, audible noise, and loosening of devices. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2018-00035.